Event description:
Safety device to automatically retract the needle failed. Needle was left exposed placing patient and staff at risk for possible needle stick and exposure. FDA safety report ID# (B)(4).